Event description:
It was reported that the respiratory care team at (B)(6) children's hospital has an issue with the bivona tts cuffs not inflating symmetrically. They try to massage it to inflate normally but the glue appears to be in excess or too sticky on certain parts of the inside of the cuff. Prior to a patient receiving a routine tracheostomy change, the cuff function was tested by filling up the bivona pilot balloon with 5 cc of sterile water with a luer-lok tip syringe. Upon standard inspection of the bivona cuff, it was found to be off-center from the shaft and not correctly aligned. If used, due to it being off-center and askew, it ran the risk of potentially not properly managing the airway pressures as well as the potential for injury inside the airway. Two tubes in a row were found to have similar issues. A third bivona tube was used without incident.

Manufacturer narrative:
Other, other text: additional information in h3, h6 and h10. D4 UDI, g2, g5 are unknown. This MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). A product sample and four pictures were received for evaluation. Pictures showed asymmetric cuff. Visual and functional testing were performed. When the samples were inflated with air, the cuff only inflated one side. The pilot balloon was manipulated and cuff was inflated one side after. Complaint was confirmed. The root cause of the reported issue was found to be manufacturing. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue.